Event description:
Customer reported that he was hospitalized due to low blood glucose on (B)(6) 2012. Customer's blood glucose reading at the time of hospitalization was 34 mg/dl. Customer stated that he went to sleep and when he woke up he was in the hospital. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.